Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated and reseated. Significant power loss the power signal interface pcb due to the f9 fuse was also identified. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.